Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. No UDI available due to no list or serial number provided.

Event description:
The event involved a unspecified plum infusion pump and was reported that 4 batteries have less than one-year lifetime but shows ¿replace battery¿ message. The batteries were made in aug 2023. It was also stated that the batteries were installed upside down. The event occurred during testing and it was stated that there was fluid leaking from the battery and the top section had a crack. The battery was charged whenever user does the infusion, it has been installed in plum 360 since 2023. There was no audible alarm. There was no patient involvement and no patient harm in the event. This report captures 4 occurrences.